Event description:
It was reported that the aiming beam was observed to be firing straight out of the fiber. The forward-firing condition was observed when the fiber had accumulated 62,228 joules. The procedure was completed with a second fiber. "No patient injury" reported.